Event description:
Pt underwent prostate brachytherapy. A total of 20 needles were inserted to implant the prostate gland with 51 radioactive I-125 seeds. During the implant, there were "errors" flagged by the software on needles 7 and 9. These were dealt with by following the on-screen instructions. On needle 11 a different error was encountered, again the on screen instructions were followed and this resulted in a further error identical to that obtained for needles 7 and 9. The compose element in the seedselectron was changed for a new one and the remainder of the seeds were delivered with no apparent problems. At the end of the treatment, routine radiation monitoring of all the disposables was performed. At this point, it was discovered that 22 radioactive seeds had not been implanted. These were retrieved from the used needles, template and two were found in a used compose element with a spacer. Some of the used needles had more than one seed left in them (up to 3) and some had spacers in them as well. One additional seed was found on the floor. The pt initially received an underdose. Treatment was completed in another session without further events.